Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light box went down and that there was a full loss of light. The procedure was not completed successfully and was cancelled.

Manufacturer narrative:
Alleged failure: light box went down. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a component issue with the light engine causing the light source to freeze and not respond to touch while activated. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Section e1: initial reporter phone number updated.

Event description:
It was reported that the light box went down and that there was a full loss of light. The procedure was not completed successfully and was cancelled.